Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report should be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the patient experienced a red, weeping rash underneath and around the tape border. The rash started on one side and spread to the entire border. Patient has a history of red rash when using tape. The patient experienced the condition during a period of five months prior to complaint receipt. Patient also tried non-convex wafers, condition was not alleviated. Patient treated with stomahesive powder, protective barrier wipe, aloe vera and deodorant. Patient outcome was not noted.